Manufacturer narrative:
Pump received with the blank display, problem isolated to lcd board. Unable to confirm screen anomaly and unable to perform any tests due to blank display.

Event description:
The customer reported via phone call that insulin pump had display anomaly. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.